Event description:
This ra lead was implanted on (B)(6) 2004 and was capped and replaced on 10/01/2004 for an unknown reason. The physician was dr. (B)(6) friend at (B)(6) hospital in (B)(6) va. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).